Manufacturer narrative:
(B)(4). Approximate age of device: 6 months. (B)(4). The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2017, that the patient¿s lactate dehydrogenase level (ldh) was elevated. On (B)(6) 2017, ramp echocardiogram revealed that the aortic valve opened with every cardiac cycle, despite manually increasing the lvad speed. On (B)(6) 2016, the patient was admitted with elevated ldh of 4200 u/l, black urine, heart failure symptoms, and a failed ramp echocardiogram. The cardiologist suspected pump thrombus, and IV heparin was initiated. The symptoms persisted, and the patient required blood transfusions over the next several days for low hemoglobin. It was also reported that the patient was experiencing kidney pain. No source of bleeding was reported. On (B)(6) 2017 tissue plasminogen activator (tpa) was administered. On (B)(6) 2017, the patient's hematuria resolved, and the ldh decreased to 1800 u/l. On (B)(6) 2017, the ldh level increased to 2500 u/l with tea colored urine. A second round of tpa was administered. On (B)(6) 2017, the patient underwent a device exchange. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 15 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh, as well as the slight increase in power and decrease in pi that was observed in one of the log files that was submitted by the account. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.